Event description:
Home pt (hp) reported a system error alarm at 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 3 of 5. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury or medical intervention associated with this incident per hp spouse.